Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01415 / 01417). Review of sterilization certification confirms device was sterilized in accordance (B)(4).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent irrigation and debridement was performed on (B)(6) 2004 due to wound drainage. No further information has been provided.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "problems of the knee or ankle of the affected limb or contralateral limb." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent irrigation and debridement was performed on (B)(6) 2004 and (B)(6) 2004 due to wound drainage. Patient underwent left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, pain, knee/ankle problems ipsilateral side and a limp was revealed. There have been no revision procedures reported to date.